Event description:
It was reported the pt had a spectra penile prosthesis removed and replaced on (B)(6) 2013. No pt complications have been reported in relation to this event. Additional info was requested and not provided at this time.

Manufacturer narrative:
One cylinder was returned and analyzed. The provided info suggests the remaining cylinder was removed from the pt, but not returned for eval. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.